Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was found to have no external battery eventually causing pump stop admitted with international normalized ration of 1. The log file showed a no external power event occurred on (B)(6) 2019 because the 14 volt external batteries were allowed to drain & then external backup battery (ebb) operated the system until it drained. It appeared the low power advisory & hazard alarms were not responded to. Once the ebb was drained the pump stopped and the controller¿s clock reset to the default time stamp. It appears the pump stop lasted for ~ 3 seconds, then the controller was connected to the mobile power unit (mpu). Once the controller was connected to the mpu the pump returned to operating at the set speed of 5500 rpm. The file showed the controller clock was reset ~ 3 days later on (B)(6) 2019. The phase data was only available for hm2 technology. This file did not contain any communication faults or drive line power faults.

Manufacturer narrative:
Manufacturer's investigation conclusion: full battery depletion that resulted in a pump stop was confirmed through the analysis of the submitted log files. It was reported that the patient was found to have no external battery, eventually resulting in a pump stop. The account later communicated that the patient was found down with an inr of 1. No adverse events were related to the pump stop. The patient is currently living at home and remains ongoing on heartmate 3 lvas, serial number (B)(6). The submitted system controller event log file contained data from 23dec2019 through 27dec2019. Starting on (B)(6) 2019 at 11:00:20 am, low power advisories alarms were active when the 14v li-ion batteries were partially depleted. The alarms resolved when the batteries were replaced with charged batteries. On (B)(6) 2019 at 5:28:00 am, low power advisories alarms were active until 7:43:06 am, when the low power advisories became low power hazard alarms. The 14v li-ion batteries continued to deplete until they were fully depleted, resulting in a no external power alarm at 8:10:53 am. The system controller's backup battery continued to run the pump until it fully depleted, causing the pump to stop. Per design, an intentional pump stop was captured at this time to prevent the system from trying to restart on the depleted backup battery. Of note, the duration of the pump stop could not conclusively be determined through this evaluation. Once power was restored to the system controller (mpu was connected), the pump speed returned to its set speed and the controller clock corrupt alarm was triggered. Per design, when power is completely removed from the system controller, the clock defaults to (B)(6) 2000 at 0:00:00. The controller clock corrupt alarm was also active until (B)(6) 2019 at 12:39:07 am, when the clock was set. For the remainder of the file, the pump speed remained at or above the low speed limit. The pump appeared to function as intended. The heartmate 3 lvas IFU, rev. B. Is currently available. *section 1 provides an explanation of all pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. *section 2 - the 11 volt lithium-ion backup battery should be used only for temporary support during a power-loss emergency. The 11 volt lithium-ion backup battery inside the heartmate 3 system controller provides enough power to run the implanted heartmate 3 pump for at least 15 minutes if the main power source (either the power module, mobile power unit, or two heartmate 14 volt lithium-ion batteries) is disconnected or fails. Inappropriate use of the 11 volt lithium-ion backup battery may result in diminished run time during a power-loss emergency. *section 2 - system controller battery power gauge: the battery power gauge shows the approximate charge status of the power source that is connected to the system controller¿s white and black power cables. The number of green bars means power remaining. The more green bars mean the more power remaining. If either the yellow diamond or the red battery illuminate, immediately replace the depleted batteries with a fully-charged pair, or switch to the power module or mobile power unit. Yellow diamond: less than 15 minutes of combined battery power remain. This is an advisory alarm. Red battery: less than 5 minutes of combined battery power remain. This is a hazard alarm. Every heartmate 14 volt lithium-ion battery also has its own on-battery gauge. It shows the power level for that battery. 4 green bars = 75¿100% of battery power remains. 3 green bars = 50¿75% of battery power remains. 2 green bars = 25¿50% of battery power remains. 1 green bar = less than 25% of battery power remains. *section 3 - switching power sources: this section explains how to switch from battery power to the power module and mpu. *section 6 - preparing for sleep: the patient must always connect to the power module or the mobile power unit for sleeping, or when there is a chance of sleep. A sleeping patient may not hear the system controller alarms. Heartmate 3 lvas patient handbook, rev. B. Is also available. This patient handbook contains the same warnings and steps that the patient should take when preparing for sleep. The alarms and troubleshooting section of the patient handbook details all system controller alarms and how to resolve them, including the low battery advisory and low battery hazard. Section 3 details how to check a battery's charge level, how to replace low batteries with fully-charged batteries, and how to switch power sources. Two, new, fully charged li-ion batteries provide 17 hours of support. Batteries last for less time if the user is active or emotionally stressed. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event